Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, episodes of noise due to insulation damage were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.